Event description:
The robotic (B)(4) dissector did not have complete function during a robotic left nerve-sparing radical prostatectomy. This was the 10th and final usage of the dissector. The 8 am robotic sheath partially disengaged from the robotic arm. (B)(4).